Event description:
It was reported that after the liver was placed on board, the device user noticed that the gas inlet was loose. There was no impact to perfusion. Following perfusion, the liver was transplanted.

Manufacturer narrative:
The reported device was returned and evaluated. A loose gas inlet connector was confirmed, tightened, and the device subsequently passed all applicable testing. Correction: the original submission incorrectly listed the manufacturer report number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer report is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.